Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The activity log showed multiple successful 30 joule shocks using external paddles, with no attempts above 30 joules. One unusual log entry was noted when the device's shock button was used instead of the paddles, but functionality resumed normally. The clinical log was unavailable and the customer did not provide an event date. A follow-up call revealed limited details, and further contact attempts were unsuccessful. Device and accessories were tested and functioned normally. No fault was found. The device was recertified and returned to the customer. No trend is associated with reports of this type.